Event description:
Caller reported that the pump battery was depleting too quickly, with an estimated 60% depletion per day. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump. Customer will continue using the current pump until the replacement arrives.